Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation of the component. Updated section d10 "date returned to manuf." From 07/02/2020 to 12/01/2020 to coincide with the return of a specific component to the failure analysis lab for further evaluation. Updated h6 codes to reflect failure analysis results. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device failed during operational testing. There was no patient involvement. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the analysis, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device failed during operational testing. There was no patient involvement.